Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement, urine did not come out. Be careful when using it so that it did not become a kink.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 all silicone foley catheter. Attempted to run water down drainage funnel and no water would drain out of eyelets of catheter. Dissected catheter to find blockage point but was not able to find blockage point within catheter. Also received 4 photo samples: photo 1: inflation cap indicating pcn, lot number, and instructions indicating to inflate with 10ml. Photo 2: top view of outer tray. Photo 3: top view of catheter used during reported event. Photo 4: zooms in on end of catheter with deflated balloon. Based on the physical sample received the reported event is confirmed and does not meet specifications which states "bubbles are not allowed in the lumen plugging in the initial part of the lumen to be plugged and rtv or material should not obstruct the inflation notch, eyes and / or drain lumen, notch must be complete". No actions can be taken at this time since a root cause was not identified. Labelling review is not required as labelling would not have prevented the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement, urine did not come out. Be careful when using it so that it did not become a kink.